Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/29/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: facility name was changed to : (B)(6) hospital affiliated to (B)(6) university .

Event description:
It was reported from the analysis of the returned product that wrong and/or mixed packaging components was observed. It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that there was one package of product less than expected when preparing for surgery. There should be twelve package of products in the box, but actually there were only eleven package of products. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/4/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One open box was received for analysis. Upon the visual inspection of the received box, it was found that contained eleven foil packets instead of twelve. This product requires twelve packages per box. In addition, it was noted that the tab dispenser was removed from the box. In addition, two photos were provided and showed one open box with foils packets. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.